Event description:
The customer's friend alleged inaccurate high results with a one touch basic meter. Patient reported that approximately 3 weeks to a month ago, patient's friend obtained a result of 7.5 mmol/l at 3/p on meter. Patient alleges lost consciousness at 5/p and admission to the hospital shortly thereafter with a test result of 1.8 mmol/l. The patient was treated with IV fluids and released around 6/p the same day. It was assumed by the patient's friend that the patient decided not to have a snack based upon the meter results, fearing an increase in blood glucose levels. The patient lives in a retirement home and patient's meals are prepared by a dietician. No other information was provided.